Event description:
Related manufacturer reference number: 2017865-2022-21630. It was reported that a patient presented in-clinic with an arrhythmia, dizziness, and syncope. Upon examination, the patient's right ventricular (rv) and left ventricular (lv) lead were both found to have failure to capture and high capture thresholds, causing the reported symptoms. The lv lead was surgically revised and left implanted. The rv lead was capped replaced. The cause of the malfunctions could not be determined. This surgical intervention was performed on (B)(6) 2022. The patient was stable throughout.